Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room with complaints of fatigue, dizziness and shortness of breath. Loss of capture was noted on the right ventricular lead with increased threshold. The threshold of the lead was reprogrammed. No further patient complications have been reported as a result of this event.